Manufacturer narrative:
(B)(4). Evaluation results: cva. Evaluation conclusion: no conclusion can be drawn. Based on the info provided no root cause can be determined.

Event description:
Pt had one endeavor sprint drug eluting stent implanted during index procedure. Approx 4 years 9 months post index procedure, the pt was admitted to hosp with left pontine ischemic stroke. Magnetic resonance imaging of the brain showed left pons subacute infarct, old ischemic changes involving the right cerebellum and left basal ganglia, and microvascular disease. Intracranial mr angiography identified a small aneurysm involving the supraclinoid left internal carotid artery 2 mm in size. Extracranial mr angiography identified possible stenosis of the origin of the left vertebral artery. Transesophageal echocardiogram showed normal left ventricular function with an ejection fraction of 85% and no cardiac source of emboli. Pt was treated with medication and discharged home approx 2 weeks later. It is reported that the event was not related to the study device/ drug procedure.